Manufacturer narrative:
Per field representative's reply, this lead was kept by the hospital. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was dislodged. Additional information indicated that lead dislodgement was confirmed through fluoroscopy and high threshold was also noted. This rv lead was explanted. No additional adverse patient effects were reported.